Manufacturer narrative:
Concomitant medical devices: cook quantum inflation device, qid-1. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed on the device because of the condition of the returned device. There was a rupture along the length of the balloon near the distal side. The pre-loaded wire guide was included in the return of the device. It was observed that the white cap on the proximal end of the wire guide was missing and not included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided indicated that the balloon did not receive negative pressure prior to advancement through the endoscope accessory channel. This is the most likely cause for the reported observation. A contributing factor to a rupture in the balloon material is failure to apply negative pressure to the balloon prior to advancement through the endoscope. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use also advise the user: ¿maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically.¿ prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that negative pressure was not applied, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal dilation procedure, the physician chose a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. After the doctor placed the whole system into the esophagus, they inflated the balloon and found it broken. Another device was used to complete the procedure.